Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The x-ray demonstrated wireform intact and heavy calcification on leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect and 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. A suture remained on the sewing ring around leaflet 3. Sewing ring had multiple cuts around the valve.: additional manufacturer narrative: per the product evaluation, the customer report of mitral stenosis secondary to calcification and pannus formation was confirmed through observed host tissue overgrowth and calcification. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an aortic pericardial valve and a mitral valve, both implanted for six (6) years and eight (8) months, were explanted due to aortic stenosis and mitral stenosis, respectively. Both devices were returned for evaluation. Patient status was reported as ¿under treatment¿ at ICU. Multiple cardiac surgery procedure: left ventricle myectomy, coronary artery bypass grafting, left atrium plication at implant. The 27mm mitral valve was explanted due to mitral stenosis secondary to calcification and pannus formation after an implant duration of approximately six (6) years and eight (8) months and replaced with another 27mm valve. At explant, this valve looked clean visually, however, calcification appeared developed more than it looked. Since posterior native cusp got spared at implant, this bioprosthetic valve leaflets and native cusps got fused, and leaflet mobility got restricted. There were no adverse patient effects as a result of the valve replacement. The customer commented that this valve got degenerated prematurely.